Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired to the 2.5 cm cut line. The anvil clamping mechanism was deformed. Additionally, the reload had damage to the cutting edge of the knife blade noted during microscopic inspection. The reload was loaded into a post market vigilance instrument for functional testing. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to not meet specifications and due to the damage to the reload, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a procedure, a surgeon went to fire the first reload, but the stapler made a popping sound. After the device partially fired, the surgeon noticed that the staples did not form correctly and the staples fell out along with the reinforcement material. The device physically broke as well. The incomplete staple line was fixed by resecting tissue and re-stapling. As such, there was unanticipated tissue loss. No other adverse events reported.